Manufacturer narrative:
H6: investigation summary: one photo was provided for quality investigation. The customer complaint of separation other component - leak could not be verified based on inspection of the submitted photo. The photo shows that the male luer connector is able to connect to the optima injector device, and does not show signs of leakage at the connection site. A device history record review could not be performed because the lot number is unknown. Due to no physical sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported while using an bd unspecified optima injector components separated and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: customer stated they had a chemo spill. Pt had continuous methotrexate running and it came disconnected from where the tubing is luer locked to the phaseal device. Rns said it seemed like it wasn¿t screwed on all the way.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using an bd unspecified optima injector components separated and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: customer stated they had a chemo spill. Pt had continuous methotrexate running and it came disconnected from where the tubing is luer locked to the phaseal device. Rns said it seemed like it wasn¿t screwed on all the way.